Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for aortic dissection following ascending aortic replacement using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac was successfully implanted distal to the graft of ascending aorta. The patient tolerated the procedure. On (B)(6) 2024, a reintervention was performed for a distal stent graft-induced new entry tear (dsine). An additional ctag ac was implanted distal to the initial ctag ac. The patient tolerated the procedure. Reportedly, this reintervention was performed a tentative treatment for prophylaxis against aortic rupture. The patient also had graft infection of ascending aorta, so all the devices would be explanted by open surgery on a later date. It was unknown when the infection occurred. It was also unclear if the infection was spread to the initial ctag ac or not.